Event description:
Using the center button to go into seating on the joystick, and go out of seating and it automatically brings you back to the seating. Only way to pass that is to turn the chair off.